Event description:
Bought zoey CPAP cleaner. Have resmed CPAP machine w/heated tube. Was told up front that zoey would work with our machine. It did not. Strong ozone smell each time it was used. Was obviously leaking ozone. My husband started having lots of nasal related issues. Started researching and found that zoey indeed did not work with heated tube. Called CPAP-supply. (B)(6), who sold me the cleaner, knowing that we had a heated tube, now agreed that it won't work. Offered a refund. Then I find out they have a restocking fee on top of all other lies! This company is misleading the public. My husband used the zoey for 1 month. I'm glad it's over. He could have had permanent damage. (B)(6) is completely to blame, for knowingly selling us something that will not work and in fact, could harm my husband; I'm furious. (B)(6). FDA safety report ID# (B)(4).